Event description:
The customer reported that the insulin pump is showing on the screen 40. Units left. The customer stated that she should not have too many units remaining. The customer gave herself a 3.0 units bolus since her glucose level was high. The blood glucose reading at time of call was 350 mg/dl. The customer stated that she feels the insulin pump was not giving the right amount of insulin as it supposed. The customer declined to troubleshoot, and stated that she is not comfortable to use the insulin pump. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.